Event description:
As per the reporting affiliate, the hub of the cypher select plus sds cracked as soon as the inflation syringe was connected to the hub. The crack was noticed when suction could not be applied to the device. There was no issue removing the product from its packaging, and no damage was noted on the device. The product was never inserted into the pt. Pt and intended procedure info is not available as per the affiliate. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the unites states, but is similar to us distributed stent delivery systems.